Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery cap contact. The insulin pump was tested with a good battery cap and all operating currents were normal and no blank display was noted. No damage was found on the isolation tape. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump display was blank. The display remained blank when the customer changed the battery. The blood glucose reading was 399 mg/dl. The insulin pump showed no signs of physical damage and had not been dropped or bumped or exposed to moisture. The customer reported that the battery cap contacts were not missing or damaged and that the battery compartment and spring were not damaged or corroded. The customer was advised to clean the battery cap contact and insert a new battery but the display did not return. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.